Event description:
The customer reported that a surgical technician sustained a cut from a blade that was found to be unsheathed prior to use. According to the complaint details, the injury occurred during routine handling while preparing the surgical table before the procedure began. The technician accidentally came into contact with the exposed blade. The incident occurred prior to clinical use, and no patient was involved. The injury resulted in a cut to the technician's hand, and pressure was applied to stop the bleeding. No further medical treatment or ongoing care was required. Due to the incident, another technician had to temporarily take over until the bleeding was controlled. The affected product was discarded, and no sample is available for evaluation. Based on the available information, the injury in this case was minor and did not result in lasting health consequences. However, the presence of an unsheathed blade prior to intended use represents a device malfunction, as it exposes users to an unintended sharp hazard. If this issue were to recur, it could result in more serious injury to healthcare professionals. Therefore, this complaint meets the criteria for medical device reporting due to a malfunction that could potentially lead to serious injury upon recurrence.